Event description:
It was reported that a hinge of cayman mi spring loaded awl is 'broken' and tip is bent intra-operatively. Piece was recovered from patient. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.

Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the distal tip was bent. It was also observed that the dowel pin that secures the inner shaft to the outer shaft was fractured. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per IFU: pilot hole preparation proceed to drill the pilot drill hole through the fixed, variable, or screw-thru fixed drill guide. If a power drill is required, the hudson adaptor may be used to connect the drill bit to the power drill. Awls are provided as an alternative method. Note: the variable drill guide allows for 15° of angle variation allowing placement of the screws anywhere from 15º from normal to the plate (cephalad/caudal) to normal (parallel) to the endplates. Drills and awls are used to prepare the pilot hole. Hard bone may have contributed to the failure. Repeated use over the lifetime of the instrument may have also contributed to the failure.

Event description:
It was reported that a hinge of cayman mi spring loaded awl is 'broken' and the tip bent intra-operatively. All broken fragments were recovered from patient. The procedure was completed successfully with no adverse consequences, surgical delay or medical intervention reported.